Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that there was communication difficulty with the remote control and the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that there was communication difficulty with the remote control and the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the difficulty charging implant after not using the device following surgery and remote showing "communication failed" was confirmed. The device would not be charged. It exhibited excessive sleep current (13.643 ma), and high temperature was detected on u2_asic (30.4 degrees celsius). The ipg log was downloaded using an external power source. Review of the system data log indicated that the device was normal prior to the surgery, and the battery voltage depleted at once after the procedure. This type of damage occured when the ipg was exposed to high-voltage transients.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that there was communication difficulty with the remote control and the ipg. The patient underwent an ipg replacement procedure.